Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus could not be confirmed as no product was returned and no images were provided for review; however, review of the submitted log files confirmed low flow hazard alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported thrombus as the cause of the low flow alarms. Further, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrest and subsequent patient¿s outcome could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2025 to (B)(6) 2025. Intermittent and sustained low flow hazard alarms were captured from 16:48:22 through 18:24:01 on (B)(6) 2025 as estimated flow decreased to a range of 0.3-2.0 liters per minute (lpm) from a range of 3.7-4.6 lpm. Of note, the decrease in flow was accompanied by a decrease in pump power and pulsatility index. No other notable events or alarms were captured. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported patient outcome and product return; however, no additional information has been provided by the account. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and death, which may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was confused and thrashing in their bed upon arrival to ER and required intubation. The patient consequently ended up on extracorporeal membrane oxygenation (ECMO) due to cardiac arrest secondary to thrombosed pump and no cardiac output. The ventricular assist device (vad) was disconnected. The cause of the low flow alarms was thrombus. The patient passed away.

Manufacturer narrative:
Section b2- the date of death was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) with the low flow alarm. The flow was 1.0l on arrival for 72 minutes. The patient consequently ended up on extracorporeal membrane oxygenation (ECMO). The log file captured low flow events on (B)(6) 2025 starting at 16:48:00. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.